Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead there was a perforation with effusions/tamponade. The surgeon removed the ra lead when repairing the right atrium. No further patient complications have been reported as a result of this event.